Event description:
It was reported that the insert was removed due to the patient's disease. Surgeon requests investigation for wear of the insert. The patient has pvs. The operation was performed due to pvs.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding wear involving a nrg knee p/s nrg bearing insert size was reported. The event was confirmed. A material analysis report confirmed no manufacturing or material defects were present. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. The damage on the returned insert suggests that the knee may have been unstable or misaligned however further medical records and x-rays are needed to confirm that root cause.

Event description:
It was reported that the insert was removed due to the patient's disease. Surgeon requests investigation for wear of the insert. The patient has pvs. The operation was performed due to pvs.